Manufacturer narrative:
Investigation summary: six used samples model 10010453 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. Recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review for model 10010453 lot number 20105711 was performed. The search showed that a total of 7683 units in 1 lot number was built on 06oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 gem 20dp v/nv ntg 1.2mf 1ss dehp free were clogged. The following information was provided by the initial reporter: unable to prime lipids past the filter. Any injuries or harm? No.